Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit displayed a system error during infusion (error code 133.6020). The pc unit was removed and replaced with a different unit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: manufacturing location. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pcu displayed a system error 130.6020 was confirmed during log review but could not be replicated during the investigation; all returned devices were found in good condition. Functional testing using key press replication from the suspect pcu event logs to program the device performing as intended. There were no errors or anomalies exhibited during replication testing. The pcu was programmed manually with an infusion with ivf maintenance for two (2) hours until the user manually interrupted twice to change the volume prior to the malfunction. The result of infusion and maintenance test on the suspect pcu was observed within normal values. The internal and external inspection of the returned device did not identify any conditions that could be attributed to the reported events. All parts inspected were manufactured by bd. The suspect pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. During review of error logs on the suspected devices showed a malfunction with error code 130.6020 (keyboard failure) at 3:16:20 pm on 12nov2025, this malfunction was generated if a key is stuck (held) for more than a maximum timeout on an attached unit or the keyboard failure during power-on test. The next log analysis shows the last infusions and activity on the reported event. At 3:58 am, the suspect pcu was powered on, and concomitant pump module (s/n: 16960277) was added with primary volume infused (pvi) = 0 ml. From 3:59 am to 4:01 am, the suspect pcu was programmed with a guardrails drugs infusion of drugid=1 (. Ivf maintenance) with rate = 40 ml/h, volume to be infused (vtbi) = 400 ml. The infusion lasted ten (10) hours, and 400 ml was infused. From 6:16 am to 7:06 am the user was cleared two times the volume infused. At 2:06 pm, the pcu was programmed with a guardrails drugs infusion of drug ID = 1 (. Ivf maintenance) rate = 40 ml/h and vtbi = 80 ml with a pvi = 277.616 ml; the infusion lasted three (3) minutes, and 1.847 ml was infused. At 2:09 pm, the user modified the volume from previously programmed infusion on the suspect pcu to rate = 40 ml/h and vtbi = 50 ml; with pvi = 279.463 ml. The infusion lasted a little over an hour, and 41.333 ml was infused. At 3:11 pm, the user modified the volume from previously programmed infusion on the suspect pcu to rate = 40 ml/h and vtbi = 20 ml; with pvi = 320.796 ml. The infusion lasted five (5) minutes, and 3 ml was infused. At 3:16 pm, the system alarmed for malfunction with error code 130.6020 (keyboard failure); pvi = 323.796 ml. At 3:36 pm, the user pressed key channel off and infusion stopped pvi = 337.326 ml. Then system was powered off. The alaris pcu system error states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pcu displayed a system error 130.6020 during infusion was identified as intentional manual programming by the user. The returned device was tested and observed in good condition. Note that this report lists imdrf annex a0509, g0204002, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit displayed a system error during infusion (error code 133.6020). The pc unit was removed and replaced with a different unit. There was patient involvement but no harm.